Event description:
It was reported that this device was unable to be interrogated earlier today and not the patient was having an unspecified procedure and the device was pacing at 75 ppm. A boston scientific technical services consultant stated that would represent safety mode pacing. The consultant informed the caller that defibrillation therapy may be programmed on and instructed the caller to use short bursts of cautery. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.